Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse removed the strip reader module (srm) from the velocity and inspected it. He saw a lot of debris on the munsell mask. He removed it from the srm and cleaned both sides of it. Once it was cleaned he placed the srm back in the instrument and that resolved the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported the reflectance test had failed and was also experiencing bilirubin false negative for controls on their ichem velocity automated urine chemistry system. Erroneous patient results were not reported out of the lab and there was no change or effect to patient treatment in connection to the event.